Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted from the vibrant soundbridge and re-implanted on (B)(6), 2014. The pt had no access to sound with the device for the last 3 years. A re-positioning of the floating mass transducer had been conducted.